Event description:
On (B)(6) 2013, I underwent a ventral incisional hernia repair with separation of components and biological mesh xenmatrix surgical graft. After the surgery, I developed a low grade fever. I was hospitalized for 5 days. I continued to feel very weak and did not feel stronger each day as I have after other surgeries. After the first week or so, the staples at the bottom of the incision began to separate and a significant amount of drainage began to leak out. A seroma and significant wound dehiscence developed. The fever began to increase to 101 or 102 degrees for several weeks. A second surgery was required to explore the wound and apply a wound vac. The canister was filled with 300ml of drainage every 24 hours for many days. In (B)(6) 2013, I experienced the following symptoms of sepsis: low blood pressure, fever, dizziness, light-headedness, edema/swelling, extreme thirst, elevated white blood cell count, elevated bnp level and other abnormal labs. An infection was eventually diagnosed which required treatment with powerful antibiotics. The fever continued and I was eventually referred to an infectious disease specialist who determined that the mesh was infected. A PICC line was placed and IV antibiotics were administered for 3 weeks, then more oral antibiotics were prescribed. The fever has persisted for over 5 months even though antibiotic treatment has occurred for almost 4 months. At the time of this writing, (B)(6) 2013, the wound is still not completely healed.